Manufacturer narrative:
Evaluation summary: the surgeon discarded the tubing pack and no inspection or analysis of the tubing was performed. The phaco machine was inspected by field service engineer and it was confirmed that there was no malfunction of the unit. The unit is working to amo specification. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
It was reported that during surgery, although the suction power was decreasing, the surgery continued and therefore, posterior capsule rupture and nucleus dropping occurred and vitrectomy mode did not work. Doctor replaced the tubing pack and the issue was resolved. The intraocular lens (iol) was fixed outside the capsule after vitrectomy. Patients surgical outcome was good. No complications were reported.